Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise. On 11-feb-2023 the lens was exchanged with the same length lens but toric model. This resolved the problem. The cause of the event was reported as unknown.